Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the delivery system was unable to cauterize through the gastric mucosa into the pseudocyst. The delivery system was removed from the scope and examined with no visible defects noted during the procedure. A photograph of the distal tip of the delivery system was taken at this time and, according to the complainant, a later review of this photograph showed that one of the electrocautery wires did not fully extend to the distal tip of the device. After the delivery system was removed from the patient, the electrocautery was tested and was noted to be functioning. The delivery system was reinserted through the scope and into the patient and cautery was attempted a second time, but the delivery system failed to cauterize through the gastric wall into the pseudocyst. The delivery system was removed from the patient again and it was noted that the ceramic tip of the delivery system was missing and the distal end of the catheter appeared burned and damaged. The detached distal tip was not located. Reportedly, there was also damage to the elevator and working channel of the endosonography equipment. The procedure could not be completed as the facility did not have another axios stent and delivery system available. The patient suffered a mucosal eschar at the site of the attempted axios puncture; however, no treatment was required for this eschar. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the delivery system was unable to cauterize through the gastric mucosa into the pseudocyst. The delivery system was removed from the scope and examined with no visible defects noted during the procedure. A photograph of the distal tip of the delivery system was taken at this time and, according to the complainant, a later review of this photograph showed that one of the electrocautery wires did not fully extend to the distal tip of the device. After the delivery system was removed from the patient, the electrocautery was tested and was noted to be functioning. The delivery system was reinserted through the scope and into the patient and cautery was attempted a second time, but the delivery system failed to cauterize through the gastric wall into the pseudocyst. The delivery system was removed from the patient again and it was noted that the ceramic tip of the delivery system was missing and the distal end of the catheter appeared burned and damaged. The detached distal tip was not located. Reportedly, there was also damage to the elevator and working channel of the endosonography equipment. The procedure could not be completed as the facility did not have another axios stent and delivery system available. The patient suffered a mucosal eschar at the site of the attempted axios puncture; however, no treatment was required for this eschar. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A hot axios stent and delivery system were returned for analysis. The stent was not deployed. A visual examination of the returned device noted that there were severe burn marks on the outer sheath and the black distal markers, and the outer sheath was melted. The nosecone was separated from the polyimide tube and was not returned. The polyimide tube had severe burn marks. Near the burned area there was evidence of remnants of melted coating over the copper wire and polyimide tube. Examination of the stent showed significant damage, including broken wires, melted cover, and burns. There were no issues with the handle of the delivery system. A functional evaluation determined that the stent was able to be deployed without resistance. Analysis of a photo provided by the customer appeared to show that the copper electrocautery wire did not extend all the way to the tip of the nosecone. However, an electrical test of the returned device could not be conducted due to the device's condition. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The complaint was confirmed. Upon analysis, severe burn marks were observed in the outer sheath, polyimide tube, black distal marker and stent. Evidence of melted coating remnants were noted over the copper wire and polyimide tube near the burned area. The intention of this coating is to insulate the copper wire from the other components. Since burned remnants of this coating were found, and based on the DHR review which showed no abnormalities, it is most probable that this coating was in place at the time the failure occurred. Another possible factor of the reported failure is the power setting on the generator. A peak of power could eventually generate an arc causing the damage found. However, even though the power was raised after the first attempt of puncture, the specific generator power settings were not provided by the customer. The severe damage to the device prevented more testing to determine the most probable cause of the reported event. Therefore, the most probable cause of this event is undeterminable.